Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and external flash error alarm. Customer's blood glucose was unknown. Device had a blank display. After troubleshooting, display returned for a bit and disappeared. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Also, the pump had a corroded motor home switch during visual inspection. Unable to perform the operating current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the external flash error alarm or motor error alarm due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.